Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) would not inflated due to kinked and twisted tubing. The ipp reservoir was removed and replaced with a new component. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.